Manufacturer narrative:
Return requested for suspect navigated pak needle. No parts have been received by manufacturer for analysis. Medtronic investigation of returned suspect device finds that the pak needle was able to track with good geometry error and verified without issue. No problem found. No fault found. On 04/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 3 millimeter inferior inaccuracy. The surgeon deemed being inaccurate when navigating the pak needle. The surgeon would be touching the most superior point of a pedicle, however, navigation showed approximately 3 millimeters in the bone. It was exclusive the pak needle and all reusable instruments were accurate. Following the confirmation spin, accuracy was checked again and the pak needle was the only instrument still showing inaccurate. Screws were placed successfully. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Correction on initial MDR: the statement, "no parts have been received by manufacturer for analysis" should be omitted.